Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 1200m52 competitor lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alert was triggered. Upon interrogation, the device parameters were within normal range. It was determined that the alert was triggered due to electromagnetic interference. The device remains in use with the alarms turned off. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) clinical study.